Event description:
Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required and f2201 biopsy

Event description:
Patient reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Device remains implanted.